Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During af procedure, both agilis introducers experienced air leaks. The agilis sheath was prepared as specified and the non-abbott pfa catheter was placed inside the sheath. During aspiration, air was pulled through the hemostasis valve. The introducer was exchanged. The issue occurred again with the second sheath after the pfa catheter was inserted into the sheath. The procedure was completed with the second sheath. There were no patient consequences.